Manufacturer narrative:
The bag to vent switch was replaced to fix the reported issue. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during pre-use checkout, it was noted that the bag/vent switch sometimes was not responding. There was no reported patient involvement.